Event description:
Implant placed 10/4/96. It was uncovered and healing abutment placed 4/3/97. Pt returned for impression and there was mobility to the implant. Dr feels it might be due to the poor quality of the bone (type d-3, d-4). One person affected.